Event description:
Reference number (B)(4). Event occurred in new zealand. On (B)(6) 2024, patient faced infusion set crimped cannula. Infusion set was in use for 1 day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: new zealand. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.